Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake casters were out of adjustment and two casters were missing the safety bolt. He adjusted the brake casters and replaced the missing bolts to repair the bed.